Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue resolved by customer. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer has failed. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.